Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the infusion set had leak. The customer¿s blood glucose was 300 mg/dl. The customer stated that the leaked in insulin pump. Customer states that the air bubbles were not remove successfully. Customer's outcome pertaining to the complaint. The device will be returned for analysis.